Event description:
A pt was treated on 12/16/96 to the nasolabial folds and glabella. She experienced bleeding during the procedure which subsided upon completion of the treatment and was attributed to the injection procedure. She also developed immediate redness and swelling also attributed to the injection procedure. On 12/19/96 the pt developed and reported redness at the facial injection sites. On 12/20/96, the pt presented wiht erythema at the nasolabial folds and vermilion borders. No induration was noted. The physician diagnosed a hypersensitivity and prescribed prednisone and aclovate cream. On 12/30/96, the pt called and reported no improvement of the symptoms. As of 1/3/97, the pt alleged that she has lost correction at the sites of treatment.